Manufacturer narrative:
The unit was received with a failed self test alarm during the self test due to a faulty y1 on the reference board. Unit received with normal operating currents and passed the unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit was programmed with test glucose meter and communicated properly, and the readings showed in the pump history. The unit was downloaded to carelink properly and report show glucose values from blood glucose meter. The following physical damage was noted: minor scratches on the lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that his insulin pump alarmed with a failed self test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the alarm. The customer confirmed that the alarm did not occur during the rewind sequence. The customer also programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. A temp basal was not programmed before the alarm as well. The insulin pump was returned for analysis and a replacement device was shipped to the customer.